Manufacturer narrative:
The device has been returned and evaluated by product analysis (B)(6) 2018 with the following findings. During visual inspection of the pump, it was observed that the pump was returned with a dim and discolored display. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue.